Event description:
It was reported by the customer that during the sterilization process, the handpiece was dripping a brown liquid at the blade attachment point. No pt involvement. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech noted several components were corroded. The handpiece has been repaired and returned to the customer.